Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the vessel sealer extend (vse) instrument broke. The patient was fine. The customer used another vse instrument to complete the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was three quarters of the way through the case when the instrument was placed inside the patient and a coil shot out of the end. No other devices or instruments were around it. The fragment fell inside the patient but was retrieved same procedure.

Manufacturer narrative:
On 31-dec-2024, the following additional information was obtained: the instrument was inspected prior to use and it was reportedly working good at first. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure and before the event occurred. The instrument was removed during the procedure prior to the breakage with the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The wrist was straightened and no resistance upon removal through the cannula. There was no damage to the cannula after the event occurred. The fragment was still attached but the wire was broken and came loose. Nothing ever detached. No additional surgical procedure was required to remove any fragments. No post-operative tests like an x-ray or ultrasound performed to check for any fragments. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications. There are no images of the device, or video recording of the procedure available.